Manufacturer narrative:
The investigation has been started but not yet completed. The investigation result will be reported in a follow up report.

Event description:
It was reported that an m300 monitor always goes offline without an offline message, even though the patient is lying in bed.

Manufacturer narrative:
The customer reported that m300s were going off-line with no off-line message. The involved m300s were replaced with different hardware/software version m300s from the site and the issue has not recurred. The involved m300s were put into use in another area at the site. No further issues have been reported. The reported symptom could not be verified. The associated device logs and network captures for the time of the off-line events were requested but not provided. Therefore, no root cause can be determined. This is an isolated case.

Event description:
It was reported that an m300 monitor always goes offline without an offline message, even though the patient is lying in bed.